Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range shocking lead impedance measurement. The lead remains in service. No adverse patient effects were reported.